Manufacturer narrative:
The inspection of the device data revealed an increase of the pacing impedance and threshold values, confirming the clinical observation. The performance of the lead under complaint was scrutinized. A stylet could not be properly introduced and advanced within the lead's lumen. The analysis demonstrated that this was due to coagulated blood residuals in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In the course of the analysis, no other deviations were noted which might be related to the clinical observation mentioned in the complaint description. In particular, the dc resistances of the conductor cables were investigated. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 30 months, an increase in pacing impedance was reported. No adverse patient side effects have been reported. The lead is still implanted.